Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. However, customer reported that after replacing the turbine and motor control printed circuit board, the reported problem didn't reproduce. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that vela ventilator alarmed motor fault right after starting up and there was no ventilation. The peep (positive end-expiratory pressure) was 0cmh2o. The customer confirmed that there was no patient involvement associated with the reported event.